Event description:
It was reported that the li61aor intraocular lens was crimped during the insertion into the pt's right eye. The surgeon noticed the trailing haptic bend intraoperatively. The incision was enlarged to remove the intraocular lens and a backup intraocular lens was implanted. Sutures were used to close the incision. The surgeon indicated that in his opinion the event was most likely due to loading error. The pt's current prognosis and treatment was indicated as excellent and no treatment required. Please reference MDR# 1119279-2012-00033 for the delivery device.

Manufacturer narrative:
The lens has been returned to b+l and is currently under eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.